Manufacturer narrative:
Regurgitation occurring during device implantation or post-procedurally is most commonly related to patient and/or procedural factors and is not typically an indication of a device malfunction related to a manufacturing non-conformance. In-process leaflet coaptation testing is performed on all valves to ensure that the valve closes fully, and the leaflets have sufficient coaptation when fluid pressure is applied in the backward direction. There is no evidence to suggest a manufacturing defect caused or contributed to the reported event. Factors occurring during implantation, including device distortion, extrinsic interference with the patient anatomy, and leaflet damage may result in the development of post-operative regurgitation if undetected during implantation. The contribution of these potential factors to the reported event is unable to be determined based on the information provided. In this case, a definitive root cause of the reported regurgitation is unable to be determined based on the information provided, but it is likely that patient and procedural factors occurring during implantation caused or contributed to the reported event. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections prior to release for distribution. There were no issues identified that would have impacted this event.

Manufacturer narrative:
The device was not returned for evaluation, as it remains implanted. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was reported that a patient with an 21mm 11500a aortic valve underwent a valve-in-valve procedure after an implant duration of 22 days due to wide open aortic insufficiency. The tavr was performed with a 23mm 9750tfx aortic valve. The patient was transferred to ICU post procedure. Per medical records, the patient was recovering well from avr but started to deteriorate and was readmitted to ICU. Echo showed new onset of aortic regurgitation with decreased lvef to 17%. The patient underwent a valve-in-valve procedure. Post operative echo with tee showed no paravalvar regurgitation. The patient was transferred to the recovery room in stable condition.